Event description:
It was reported that the patient received cardiopulmonary resuscitation with shocks. Following that episode, the device had no capture at high outputs and no sensing. The device remains in use and the patient is on life support. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1888tc lead, implanted (B)(6) 2010. (B)(4).